Event description:
It was reported during implant stimulation impedance in bipolar configuration was out of range and that in this configuration there was no capture with any output. This lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of impedance measurement anomaly could not be verified. The lead exhibited normal electrical characteristics. No anomaly was found.